Manufacturer narrative:
.

Event description:
Reportedly, the eea was inserted transanally and then attached to the anvil and closed. Proper firing steps were fired, however, when the instrument was removed, the anvil was not attached. A temporary colostomy was made in order for the anvil to be properly found. Procedure: sigmoid resection.